Event description:
It was reported that the user experienced persistently elevated blood glucose while using the ilet with teflon 23" inset infusion sets, requiring multiple site changes within a 24-hour period, with one removed cannula noted to be slightly bent; the user performed fingerstick verification, changed infusion sites and locations, and resumed insulin delivery each time without device alarms. Symptoms included hyperglycemia with blood glucose values reported in the 179¿300 mg/dl range. Outcomes included user self-management with additional insulin dosing and continued monitoring, without emergency care or hospitalization. Investigation included customer education and troubleshooting on infusion set replacement, verification of insulin delivery resumption, review of supplies, and arrangement of replacement infusion sets. Investigation of this case revealed no ilet alerts or insulin delivery error notifications and suggested a probable infusion set or cannula issue, as evidenced by a bent cannula and persistent hyperglycemia despite site changes, although a definitive device malfunction was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence to attribute the event to the ilet device specifically.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.